Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had repeatedly failed. The field service engineer (fse) reported that drawer 2.1 had failed and would not lock. When the customer tried to lock the drawer, the inseparable magnet was hung up. The latch mount on 2.1 was inspected, and 2.2 was also checked. It was verified that the drawer was working with no failures. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had drawer was kept failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.